Event description:
It was reported that an ilet user experienced prolonged hyperglycemia after removing the pump to swim and later reconnecting, with a plastic connector left in the pool for several hours, followed by a false meal announcement and subsequent manual insulin injections; the user also performed multiple infusion set changes and ultimately disconnected to self-inject insulin for faster correction. Symptoms included elevated blood glucose with dry mouth consistent with hyperglycemia. Outcomes included stabilization of blood glucose after troubleshooting and education, with the user resuming normal operation. Investigation included customer service troubleshooting and education regarding proper use, avoidance of false meal announcements, and guidance on disconnecting the pump after manual injections; device data review noted a 299 alert. Investigation of this case revealed no confirmed device malfunction, with hyperglycemia plausibly related to infusion site or connector integrity after swimming, potential insulin stacking risk from false meal entry and manual injections, and the time required for automated corrections to reduce glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.